Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that after an arthroscopy, using a regeneten implant, the patient's tissue healed. However, not all parts of the implant stayed intact. On (B)(6) 2023, a revision rotator cuff repair surgery was performed to remove the loose body regeneten implant from the patient's shoulder. The procedure was completed without surgical delay. No further complications were reported. The patient outcome is unknown.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging assembly found that parts should be packaged in such a way to prevent damage. A clinical review states that based on the information provided no clinical factors were found which would have contributed to the reported events. The regeneten bioinductive implant is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in d1 (brand name), d4(catalog no, lot no, exp. Date), and h4(mfg. Date).